Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4 plots: (B)(4). MFR date: 05/1/2023 expiration date: 06/01/2026 (B)(4). MFR date: 06/1/2023 expiration date: 06/01/2026 (B)(6).

Event description:
The event involved a chemosafelock bag spike where it was reported when chemosafe infusion set was connected the spike broke. There was no reported impact of the event on the patient and on medical institution worker. There was patient involvement, but no one was harmed in the reported event.

Event description:
Additional information received stating that based on the sample evaluation, they were not able to identify any physical properties that suggests the possibility of manufacture-origin. Hence, they determined not to request any investigation and to close this complaint.

Manufacturer narrative:
The complaint of cracks on item kl-bs001u3 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. Customer shared as possible lots # 13659715 and #13659722. Device history review (DHR) reviewed was performed, looking for a potential issues, discrepancies or anomalies that might lead the condition reported by the customer. However, nothing wrong was observed.